Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The user reported to the accreditation agency health professional that during a left inguinal hernia procedure, the surgeon started to perform hemostasis with the electrocautery. A spark ignited the disinfection fluid stream. The operative field was anointed with the disinfectant aseptoder before the start of the procedure. The patient received 1st to 2nd degree burns at the left femoral, right femoral and scrotum areas. The injured tissues were washed with balanced salt solution and 0.05% chlorhexidine solution. Once cleaned, sulfargin ointment was spread on the injured tissue and bandages applied. The hospital staff has stated that most probably the patient was not dried properly after the application of disinfectant. Additionally, the patient was draped with cotton drapes which might also have been soaked with the disinfectant.